Event description:
After two days of iab therapy, blood was noted in the tubing. The iab was removed. No patient injury or further complications occurred. The patient is reported to be in stable condition.